Manufacturer narrative:
Evaluation: one picture of cadd administration set was received and from the picture, it could be observed a filter side which air vent was marked with a circle; no drops nor leak could be observed in the picture. No testing or thorough inspection could be performed because no samples were provided for evaluation. Based on the evidence, the complaint was not confirmed and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd® administration sets - flow stop leaked at the filter during administration. A nacl 0.9% solution and three types of cytostatics were being administered. There was no reported injury to the patient.